Manufacturer narrative:
Investigation summary: no product was returned for investigation. Fever: the cause of the clinical symptom was not determined due to insufficient clinical details. Major bleed: bleeding from graft anastomosis was reported. The root cause of the bleeding was unable to be determined as insufficient clinical details were provided and no product was returned for analysis. Device history review: the device passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant had a impella 5.5 pump placed as care escalation from the cp pump. The 5.5 was supporting when there was a bleed from the jp drain at the pump site, 1 unit of red blood cells were given. It was also reported that the patient had a fever and blood cultures were drawn. The patient remained on support until successful explant and survived.